Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported that the customer cartridge housing was damaged and could not load a new cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.